Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 5fr powerpicc solo catheter was returned for evaluation. A visual observation of the returned catheter revealed no obvious use residue. A needleless injection cap was attached to the luer adaptor. A functional test of flushing the catheter with water using a 12 ml syringe was performed and no leaks were observed. The distal end of the catheter was then intentionally occluded using a hemostat and multiple attempts were made to flush the catheter with water in order to pressurize it; however, even during pressurization no leaks were observed. This complaint could not be confirmed as no issues were found with the sample during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by the customer that a hole was suspected in a new power PICC solo 5fr with securacath during use. It was noted on (B)(6) 2025 when night staff observed a drop of milky fluid at the insertion site while tpn was ongoing, indicating possible damage to the catheter. Tpn was stopped, and the physician decided to discontinue the piccline. No further information was provided.